Event description:
A coordinator from the medical facility stated two forceps were used in two different procedures. As a result, a hematoma was the result in each case. The procedures were described as back to back occurrences. The physician indicated the forceps were used in the colon to biopsy tissue and hematoma happened immediately after. See mdrs 1037905-2012-00501 and 1037905-2012-00502. A section of the device did not remain inside the pt¿s body. The pt did not require any add¿l procedures due to this occurrence. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
The specific lot number could not be provided by the initial reporter. After review of the initial reporter¿s order history, we can advise the lot number is either w3165835 or w3159020. The expiration date is either 07/09/2015 or 06/14/2015. The device MFR date is either 07/09/2012 or 06/14/2012. Investigation eval: a product eval was not performed in response to this report because the product said to be involved was not provided to cook for eval. The report could not be confirmed. Upon reviewing shipments to this customer it was narrowed down to two possible lot numbers. The device history record for the two possible lot numbers that could have been involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: we could not conduct a complete investigation because the product said to be involved was not returned for eval. Hemorrhage is listed in the instructions for use as a potential complication associated with gastrointestinal endoscopy. The size of tissue sample or biopsy to be excised can be controlled by how the user handles the forceps. If excessive pressure was applied during advancement into the tissue or during handle manipulation, this could have contributed to the reported observation. The instructions for use direct the user to advance the forceps into the tissue at the desired site. Then the user is instructed to close the forceps around the tissue while using slight pressure on the handle. The user is instructed to maintain gentle handle pressure to keep the cups closed and gently withdraw the forceps from the site prior to distribution, all captura biopsy forceps are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the two lots possibly involved met all mfg requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.